Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient woke up in pain.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient reported that the therapy was turning off by itself. The patient reported that therapy was turning off by itself at night. The patient was able to turn therapy back on the next morning. The patient was not recharging and the patient programmer wasn't with her to turn therapy off. No symptoms were reported. This has occurred twice since the patient was implanted. Additional information was received from the manufacturing representative reported that the cause of the problem was unknown. It was unknown if the problem had been resolved as it had not occurred again. Impedance tests were performed and found to be normal. The results of the diagnostics test were normal.